Manufacturer narrative:
The t:slim g4 cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent minimum fill notifications occurred after filling a cartridge with 200 units of insulin. The customer used cold insulin to fill the cartridge. Tandem technical support educated the customer that using cold insulin is off label. The customer¿s blood glucose level was 137 mg/dl. Reportedly, the customer loaded a new cartridge with room temperature insulin and resumed delivery.